Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result and conclusion: will be made available following engineering eval.

Event description:
It was reported that the xia blocker broke while tightening during use.